Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect when changing position from sitting to lying down. There was no known related incident or accident reported. The pt increased the stimulation to the highest level tolerable, but still had to make frequent trips to the bathroom. The pt had a lead revision performed to reposition the leads to obtain better therapy. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.